Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defect was noted: - bending rubber glue separated however, this defect alone is not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the third party microbiological results: the hygiene microbiological investigation report indicated the channels of the scope were cultured on august 31, 2023, and found >100 cfus of champignons filamentous. The results obtained do not comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was sampled again on september 15, 2023 and found 1 cfu of an unspecified microorganism. The results obtain do comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation, therefore the physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing, and the microbiological analysis results are pending. The customer provided the cleaning, disinfection, and sterilization (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The device passed the leak test, the instrument / suction channel / suction cylinder / instrument channel port / balloon channel / forceps elevator were brushed, filtered water was used for rinse after disinfection, and the concentration and expiration date of the disinfectant was controlled. There were no defects on the automated endoscope reprocessor (aer) used, all channels were connected with tubes when the endoscope was setting up into the aer, the concentration and expiration date of the disinfectant was controlled, filtered water was used to rinse, the water filter was replaced periodically in accordance with the instructions for use (IFU), the device was dried by wiping with a clean towel / paper and blow dried by filtered compressed air. In relation to endoscope storage, the customer mentioned "escrow from receipt to current shipment". As per the customer, the device was an endoscope returned from repair, and it has been placed in escrow from it receipt to the current shipment. The facility had 3 positive samples from the same device, it was treated and double swabbed upon receipt, double swabbed before and after the first sample, detergent is not used but a disinfectant is. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope tested positive on (B)(6) 2023, for 5 colony forming units (cfus) of rothia kristinae, the channels sampled were not specified. The device was sampled again on (B)(6) 2023, and tested positive for 7 cfus of staphylococcus aureus, the channels sampled were not specified. The device was sampled again on (B)(6) 2023, and tested positive for 11 cfus of sphingomonas paucimobilis, all channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.